Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019, the cgm was displaying that she was in normal range at 90mg/dl; however, her symptoms (not specified) did not match her cgm readings. She checked her bg value which was 20 mg/dl and then called 911. She was given glucose via intravenous (IV) therapy and did not go to the hospital. At the time of the report she was stable and feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.